Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was intermittent response by button press. The customer¿s blood glucose was 290 mg/dl. There was intermittent response by down button press. Block mode not active. The customer was advise to discontinue use of the insulin pump and revert to a backup plan. The customer was asked verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.